Event description:
The implantable neurostimulator lead broke in 2003. The leads did not work since implant surgery. Since surgery the patient had seizures. She had lost a lot of weight. The device was protruding through the patient's skin. The patient experienced a lack of effect. The patient did not have a device-managing physician. She was provided a listing. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).